Manufacturer narrative:
Per the clinic, the patient experienced extrusion of the receiver/stimulator (specific date not reported). The patient was subsequently treated with oral antibiotics (specific date and duration not reported). The device was later explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. It was reported that the patient has history of meningitis was reported to have received steroid medication. A culture test performed on (B)(6) 2025, confirmed the presence of pseudomonas aeruginosa in the anaerobic culture, along with two colonies of candida parapsilosis. The fungal culture, however, was negative. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at magnet and incision site. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.